Event description:
It was reported by service report that the head end of the bed could not be lowered to its lowest position. There was patient involvement, however, no adverse consequences are reported.